Manufacturer narrative:
This complaint is still under investigation.

Event description:
During the surgery, a part of the product was broken. There was no delay to the surgery. No adverse consequences to the patient were reported.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases has identified a trend of this issue. Previous investigation has found misuse, heavy usage over time as contributing factors. However, without the device to examine no conclusions can be drawn. CAPA (B)(4) was initiated to investigate, identify root cause, and define corrective action. A voluntary medical device correction notice was released to the field on november 20, 2013 which included information regarding guidance for the instrument¿s use and care, as well as potential clinical implications if the tabs were to fracture. Continue to monitor for trending. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.